Manufacturer narrative:
The device was returned to olympus for evaluation and the user report was not confirmed. Although the user report was not confirmed, the device evaluation found a shortage on the cable that had caused communication error e244. In addition, the rear packing was chipped and the rear cover was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, prior to an unknown procedure, the picture was not working on the 4k camera head. There were no reports of patient injury or medical intervention associated with this event.

Event description:
Additional information was obtained from the user facility. The procedure was completed without a delay using a similar device. No other devices were involved or replaced in the event.

Manufacturer narrative:
The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the cable had become disconnected as a result of the handling of the device, which may have caused a communication failure, resulting in no image. The handling and general precautions section in the instructions for use (IFU) instructs the user of the following: ¿do not apply impact to the camera head. Otherwise, it may be damaged. Do not bend the electrical contacts or optical connections of the video connector by striking them. Otherwise, it may become impossible to connect to the camera control unit or cause connection failure. Do not round the camera cable smaller than 20cm in diameter. Otherwise, it may be damaged. When rounding the camera cable, be careful not to twist the cable. Otherwise, it may be damaged. As a winding method that does not cause twisting, there is a method in which the top and bottom of the overlapping loop of the cable are stacked alternately.¿ olympus will continue to monitor the field performance of this device.